Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "capsule contracture", baker grade unknown, symptoms of breast implant illness - not related to the device, "loosely grouped microcalcifications", and two avascular masses, likely complicated cysts - not related to the device. Healthcare professional later reported baker grade IV. The device has been explanted.

Manufacturer narrative:
D9 date is for the photo received, device is not returned. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification: no observed. Cyst-ndr: not applicable as the event is not related to the device. Varied injuries -ndr: not applicable as the event is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported capsular contracture, baker grade IV, symptoms of breast implant illness - not related to the device, "loosely grouped microcalcifications", and two avascular masses, likely complicated cysts - not related to the device. The device has been explanted. This relates to the right side.